Event description:
Doctor reported loosening of screws and were removed (B)(6) 2024.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available d10: concomitant medical product and therapy dates: 3x uniht, titanium hexed uniscrew, lot number: unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) uniht, (titanium hexed uniscrew) for evaluation. Visual evaluation test was performed, signs of use was identified. Unable to functionally test the screws, due to debris/oxidation. Unable to confirm loosening with all the available information. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the uniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw was not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw had debris and oxidation and couldn¿t be functionally tested. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.